Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic sacrocolpopexy, enterolysis and posterior repair. It was reported that patient underwent lap. Approach-pelvic mesh removal, lap. Lysis of adhesions, cystourethroscopy on (B)(6) 2012 due to pelvic mesh infection, bacteremia, l5-s1 diskitis/osteomyelitis, anterior epidural abscess. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection and urinary/bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)